Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the blood glucose was low. The customer¿s blood glucose was 48mg/dl at the time of incident. The low blood glucose was treated with juice box. The caller¿s wife did a blood glucose check and calibrated. Once it calibrated, the insulin pump shut down and restarted. It gave an error code. They were unable to verify what the error code was. The caller was not with customer and was unable to verify pump serial number. The customer was advised to call back when the customer is available with insulin pump to check the error and troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.